Event description:
The user in (B)(6) reported the one touch verio pro meter was giving the error 4 error message during testing. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error message issue was not resolved with troubleshooting.